Event description:
Following an increase to patient's vns settings, the patient's mother reported that patient is having coughing and vomiting because of the increased settings. The physician mentioned that the patient's device tachycardia autostim threshold was increased to 40%. Patient was also admitted to hospital for IV hydration and zofran. The coughing and vomiting resolved following these interventions.